Manufacturer narrative:
The product is currently on legal hold due to pending litigation and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. In june 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding a memory error that leads to functional latching which limits available therapy in affected devices. As of may 1, 2007 new software is now available worldwide to prevent functional latching upon initial interrogation of an implanted device by a programmer with new software installed, the risk of functional latching as described in the advisory is eliminated immediately. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
A request was made for guidant to obtain permission before performing destructive analysis on this implantable cardioverter defibrillator (ICD) if and/or when the device is returned. New information received indicates that this device declared end of life prematurely due to extended charge times. The device was explanted and replaced without incident. The device will be returned for analysis.